Manufacturer narrative:
The device was returned undeployed. Download data shows the device was received in pod state 15 with 0 pulses delivered. Since the pod was received filled, this indicates that after the pod was filled, the pod state transitioned to pod state 2, then to pod state 14 as no controller was paired with the pod within the activation window after activation, and finally to pod state 15 after sitting in pod state 14 for 80 hours. The needle mechanism manually deployed without issues. Therefore, it is expected for the needle mechanism to not deploy because the pod was not paired with a controller after activation within the activation window and no command was given to the pod to start the priming sequence.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The patient's blood glucose levels rose to 12 mmol/l (216 mg/dl). The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.